Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. Her blood glucose level was 490 mg/dl. The customer's high blood glucose symptoms were vomiting, could not hold anything down, chest pain, shoulders were hurting, and pain was running down her arm. She felt like she was having heart attack. She had a diabetic ketoacidosis. The customer was wearing her insulin pump at the time of hospitalization. The infusion set's cannula was slightly curved. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.